Event description:
It was reported that during pre-use check, a foreign substance was found in the needle lumen. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. As a result of observation, the presence of foreign matter was found in the needle. The reported failure can be reconstructed. The root cause might have occurred during the manufacture of the product. Actions were taken to mitigate the reported issue: monitor this type of complaints or trends. Brand name is unknown catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown.